Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to moisture damage on the keypad traces noted. No unexpected beeping anomalies or alarms noted during our testing. The insulin pump has minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the customer insulin pump will not stop beeping. Customer's blood glucose level at the time 148mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.